Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed various scratch marks on the distal end of the main tube with light material removed and a rough surface finish.

Event description:
It was reported that during a da vinci si myomectomy procedure the surgeon was having difficulty getting a good angle with the 5 mm needle driver instrument (used with the omniguide laser) while trying to manipulate the patient's large fibroid when the plastic coating of the instrument became compromised and pieces of the coating fell into the patient. Some of the pieces were retrieved, however, it cannot be confirmed if all pieces were retrieved. The instrument was removed and replaced with an instrument of the same type, however, the same issue recurred with the replacement instrument. Some pieces of the second instrument were retrieved, however, it cannot be confirmed if all pieces were retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Medwatch MFR report 2955842-2011-00261 was submitted for the second 5 mm needle driver instrument used during the procedure.

Event description:
It was reported that during a da vinci si myomectomy procedure, the surgeon was having difficulty getting a good angle with the 5 mm needle driver instrument (used with the omniguide laser) while trying to manipulate the patient's large fibroid when the plastic coating of the instrument became compromised and pieces of the coating fell into the patient. Some of the pieces were retrieved, however, it cannot be confirmed if all pieces were retrieved. The instrument was removed and replaced with an instrument of the same type, however, the same issue recurred with the replacement instrument. Some pieces of the second instrument were retrieved, however, it cannot be confirmed if all pieces were retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Medwatch MFR report 2955842-2011-00 was submitted for the second 5 mm needle driver instrument used during the procedure.